Event description:
It was reported the patient¿s ¿stimulator and one lead had changed position¿ ¿due to his going through many metal detecting security gates.¿ it was further reported that ¿only one lead was actually stimulating and attached¿ at the time of report and that ¿the other one was detached and was horizontal across his back.¿ it was noted ¿this started several years¿ prior to report. The patient¿s physician was reported to have ¿done all he could do for the patient¿ and that the patient¿s ¿back still hurt¿ and he ¿still used his stimulator and his therapy was somewhat effective.¿ additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).